Event description:
It was reported that the device had early battery depletion, possibly due to high outputs programmed on both the right and left ventricular ports. It was noted that the left ventricular lead threshold was high at 8 volts; the right ventricular lead threshold was 3 volts, however a 2x safety margin was used. The device was explanted and replaced and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 94% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4).